Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73d1700188 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip broke into two pieces. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). DHR is not available for review since the lot number was not provided. The customer returned one clip from unit 544250 hemolok xl clips 6/cart 84/box for investigation. The cartridge was not returned. The loose clip was visually examined with and without magnification. Visual examination revealed that the clip was broken near the hinge. The observed damage is consistent with improper loading of the clips or with using damaged appliers. The appliers were not returned. Reference file (B)(4) for investigation photos. The IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clip broken" was confirmed based upon the sample received. One loose clip was returned. The cartridge was not returned. The loose clip was broken near the hinge. The observed damage to the clip is consistent with improper loading of the clips or using a damaged applier. It is unknown how the returned clips were handled during use and the appliers used at the time of malfunction were not returned for investigation. Therefore, based upon the damage observed, operational context caused or contributed to this event.

Event description:
It was reported that the clip broke into two pieces. There was no patient injury.